Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the two returned speedcinch handles are damaged. The handle assembly and the trigger assembly are distorted which caused the components inside the handle to become exposed and the torsion spring is protruding out of the handle. Also, the entire mechanism of the devices no longer function as designed. The triggers do not lock when the neutral position is selected. Furthermore, the shrink tubes on the distal end of the shaft are ragged. The observed damages were caused by autoclaving the device as stated in the event description. The two suture construct with implants and adjustable depth stop were not returned for evaluation. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled back through the meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right meniscal repair when the first ar-4502 speed cinch was being used, the first anchor went in fine with no issue; the second anchor of that same cinch went in but when the surgeon pulled tension to reduce the slack in the suture, the second anchor of the implant appeared in the joint, it did not flip and secure itself. The sutures were cut and removed fully, leaving the first anchor embedded behind the capsule making it un-retrievable. The second anchor of that cinch was able to be retrieved using a grasper under direct visualization. Surgeon then attempted to use another speedcinch from the same lot and the same issue occurred. The sutures were cut and removed fully, leaving the first anchor embedded behind the capsule making it another un-retrieved device. The second anchor of the second speedcinch was able to be retrieved using a grasper. The surgeon then chose to no longer use a speedcinch in this procedure and instead to remove the torn part of the meniscus to complete the procedure. The removed implants and sutures were discarded by the facility. Rep is returning the cinch tool body from this case. However, the tool was put through the washer under high temperature which has mis-shaped the device.